Event description:
#22 gauge 6" catheter inserted into left cephalic vein with proper aseptic technique. Advanced 6" without difficulty. Flushed during insertion with saline. Good blood return and easy flush. Left arm immobilized for 30 minutes. Catheter flushed with with 2 ml heparin. Following heparin flush, pt experienced some facial flushing and then described "shooting sharp pain," from mid-thorax region to lower back and buttocks. Pt said pain felt like "spasms." Denied sob, but did c/o slight pain under right rib during inhalation. Palpated pulse at this time 110. Facial flushing subsided and "buttock pain" continued for about 3 minutes. Pt experienced some relief with hand pressure applied to lower back above buttocks. Within 10 min, pain disappeared completely." Heart rate at this time 88. Pt denied any sob, pain on inspiration or any subsequent lower back pain. Catheter remains in place. Follow-up with pt. Pt describes an episode of chills, fever about one 1 hour after catheter insertion. Denies any further pain, sob or pain at catheter insertion site. Spoke with dr about incident. Pt given p.o. Tylenol and benadryl. Doctor aware of pt's reaction after landmark catheter insertion.